Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is undisclosed. Customer states her normal range is 150mg/dl or less. The customer did report migraine symptoms and feeling tired at the time of call. The product storage location is undisclosed. During the call, a back to back blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/15/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Past medical attention is reported by the customer. Customer stated that approximately 3 weeks prior to the call, she tested her blood glucose with true metrix meter and obtained a result of 386 mg/dl. Customer also stated feeling fatigued, pressure on her chest, and extreme thirst. She was transported to the hospital and her blood glucose level was 800 mg/dl. At the hospital, the customer was placed in a medically induced coma due to loss of kidney function and due to body having a core temperature of 91 degrees fahrenheit.

Manufacturer narrative:
Sections with additional information as of 25-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 25-jun-2020: h10: most likely underlying root cause corrected from "mlc-21: improper technique of obtaining or applying blood sample" to "mlc-78: user hematocrit low".